Manufacturer narrative:
It was reported that during importation of images, iq-view experienced multiple shutdowns followed by a windows freeze. Device history record review and complaint history review were not performed based on the low severity of this complaint. A full analysis of the data logs has been performed and this analysis concluded that the warning message was displayed a first time on screen and iq-view software shut down due to a crash of rosanna_brain application. Then, the warning message appeared a second time on screen provoking a second shutdown of iq-view due to a crash of iq-view. This second issue was provoked by an access violation probably due to either an outdated location of the memory address or the misread of its end. However, for both cases, no more evidences are provided to conclude about root cause for issues. (B)(4).

Event description:
The field service engineer attempted to import image series with iqview. When iqview was opened, an error was immediately displayed : "exception: error reading ilpostprocimages.bitmap: failed to read imagelist data from stream". Iqview shutdown, and windows frozen, rosanna software unresponsive. Required restart of computer. Delay roughly 15 minutes total.